Event description:
It was reported to manufacturer that the physician's hand held computer screen froze following interrogation of several vns pts devices. The event was resolved each time following a soft reset. A new device was not requested and therefore, the product will not be returned for analysis.